Event description:
On (B)(6) 2022 it was reported by a sales representative via phone that the flipcutter iii from kit ar-1288rtib-fc3 would not close and got jammed during retrograde reaming. Surgeon used a king fisher to close the flipcutter but was able to keep using it. Nothing broke inside the patient and an individual flipcutter was opened and used to complete the case. This was discovered during an acl reconstruction on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One used flipcutter iii from an ar-1288rtib-fc3 was received with opened packaging components. Functional testing identified that the cutting tip was not able to be flipped, as the gear at the handle assembly was stuck. Further visual inspection identified that the distal end of the shaft had bent, indicating that prying/leveraging forces had likely been applied during use. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.